Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp), who is also the patient has injected themselves with juvéderm® volbella¿ with lidocaine about 3 months ago in an unspecified site and "granulomas have been appearing increasingly for a few days." Biopsy was not provided. Treatment and symptom information not provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: b2, b5, h6.

Event description:
Healthcare professional later reported "granulomas are still the same, despite antibiotics, hylase and cortisone". Symptoms ongoing/unresolved.